Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomalies and no excessive no delivery/occlusion alarm noted due to unresponsive button. No button error alarm during testing. Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons are really hard to press. Customer's blood glucose level was unknown. It was also stated that the insulin pump had unexplained no delivery alarm, scratches on screen and reservoir was chipped off. The device will not be returned for analysis.